Manufacturer narrative:
Tw#(B)(4) updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/18/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device well as the photographic evaluation and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000448471 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed ceramic c-ring broke during ligation phase. Lower leg was harvested first without any incident. Harvester noticed broken c-ring when vh-4000 was inserted into thigh for upper leg portion of harvest. Customer verified that at no time did the hemopro wand come into contact with the c-ring. A second vh-4000 was used to complete the procedure. The only delay was to open a 2nd kit. No portion of the c-ring was retained in the patient based on visual inspection of the device. The procedure was completed without any further incidents. No patient injury reported.